Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported, the oxygen sensor calibration would adjust by itself. The user was able to troubleshoot the issue, and the device was used to conclude the procedure. Manual use of the electronic delivery system remained available. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.